Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device changout procedure, intermittent capture issue was observed on the rv lead. Upon further investigation, insulation breach was noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.